Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation and the plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that an external dialyzer leak was observed while a patient underwent their hemodialysis (hd) treatment. Follow-up information, provided by the clinic manager, revealed that a blood leak was visible from the header of the dialyzer approximately 2 hours after initiation of the patient's hd therapy. At the time the leak was observed, the treatment was halted. Per the standard protocol at the facility, the blood within the extracorporeal circuit was not returned to the patient. The patient's estimated blood loss (ebl) was noted as being approximately 250cc. The patient was restrung on a different machine and the treatment was continued. The patient was able to successfully complete their hd treatment with no further issues being reported. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The complaint device is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.